Manufacturer narrative:
Concomitant medical product: (B)(4) lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced unstable thresholds, loss of capture, high/undefined pacing impedance, oversensing, noise and high sensing integrity counter (sic). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.